Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range not provided. (B)(6) 2016 inratio inr = 1.2; repeat inratio inr unspecified but user claims was within therapeutic range. No reported adverse patient sequela.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specification. The customer did not provide a reference value for comparison. It is not possible to verify if a discrepancy exists without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.